Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation; one swg was returned for evaluation. The distal end of the swg was bent near the j-tip. The proximal end of the swg was separated and missing. Based on a dent on the end coil and the shape of the coil wire tip, it appears that the swg was cut with scissors. Due to limited information provided by the customer, it is not known if the separation occurred during or after the reported incident. The product's instruction booklet (B) (4) contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. The report that swg kinked during use was confirmed through evaluation of the returned sample. However, no manufacturing defects were identified during this investigation. Based on the incomplete sample and limited information provided, the potential cause of this issue could not be determined.

Event description:
It was reported by the clinician that the spring wire guide (swg) kinked when removing it from the dilator, during the insertion procedure.